Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system was not booting. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and reseated the host pc which returned the device to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the issue. The system log files were analyzed. Troubleshooting determined that there was an issue with host pc. The connections of host pc were reseated, and functional checks were performed. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.